Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: signs of fluid invasion inside the scope connector. Fluid may have invaded the connector through venting connector during handling of the device handling. Additionally, due to corrosion on endoscope connector, e216 and b30 communication error occurred and scope ID did not display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for an unknown diagnostic procedure, the videoscope displayed an error e315 (non-compatible endoscope) message when connected to the video system center and the xenon light source. The problem had not improved even after wiping the device with alcohol. The examination was cancelled as no substitute device was readily available and was postponed to the next day. The event occurred before the patient was under sedation. Due to the issue, an extension of hospitalization by one day was granted; however, the patient did not require additional observation, treatment, or intervention during the extended hospitalization. Subsequently, the procedure was performed as usual, completed using a substitute device the next day. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.